Event description:
It was reported that during tka surgeon made pilot holes on the distal femur for 5 in 1 cutting block and when rotation was checked with visualization tool the rotation of the block was off about 6 degrees. The surgeon manually adjusted the rotation of the femoral cutting block to match the plan with the visualization tool. Basically the pilot holes shown on the distal burr were incorrect on the screen. Delay of less than 30 minutes and surgery was completed impacting a cutting block on the femur, which is a deviation on the surgical technique, and using visualization tool to check the cuts rather than pilot holes. No patient injuries reported.

Manufacturer narrative:
H10: additional information on a1, b2 and e1. H11: correction on b1, h1 and h6.

Manufacturer narrative:
H10: the device was used in treatment and case log files and screenshots were returned. Device history record review found that the software version has been validated. A complaint history review found similar reports, this issue will continue to be monitored. This failure is identified within the risk file. The navio system instructions for use released at the time of the complaint provides instructions for troubleshooting and device usage. The navio system allows the surgeon to prepare bone surface by utilizing the handpiece or a combination of the handpiece and a saw. In this case, the surgeon utilized the distal bur technique for the femur, in which navio allows the surgeons to prepare the distal femoral surface with the handpiece and also allows the surgeon to prepare the fixation posts for the x-in-1 (5-in-1) cut guide, utilizing either a 2mm bur and the handpiece, or the distal femoral punch. The surgeon then places the x-in-1 guide and prepares the remaining chamfer cuts with a saw. The system allows the user to visualize the cut surface or cut plane prior to making saw cuts, and this is where the rotational differences would have been noted. Screenshot assessment shows that the distal surface of the bone was prepared with the handpiece and a 5mm cylindrical bur in exposure control. The screenshots show the point probe was used to prepare the fixation posts. The rotational difference of the x-in-1 cutting block as compared to the plan could be a result of using the point probe to make the fixation post holes, and not utilizing one of the methods for preparing the fixation posts. It is recommended that the surgeon utilize one of these two validated methods, and these methods can be reviewed in the navio surgical technique guide. The pilot holes shown on the distal burring screen are intended to be prepared by a 2mm bur or the distal punch. No further medical assessment is warranted at this time.